Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a cracked valve, a flat crease and a partial delamination of the valve. A leak test and microscopic analysis was performed which identified a cracked valve and a partial delamination of the valve. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. Partial delamination of the valve (adhesive failure).

Event description:
Healthcare professional reported a left side leak. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side leak. Device has been explanted.